Event description:
Dayshift staff had issues with none of the glucometers passing the level 3 (red) qc's [quality controls]. They thought it was an issue with the glucometers because they tried multiple bottles of the level 3 fluid. However, when I tried it, I noticed all the bottles were from the same lot number (0425199303, expires 01-18-2028). I found a bottle from a different lot and they all passed. I have disposed of all the bottles on our unit with this same lot number.